Event description:
Reporter indicated that a pt protrusion of the lead body, increased seizures, pain and painful stimulation secondary to a bad cold where she experienced severe coughing, sneezing, and vomiting. The pt underwent surgery and the pt's vagus nerve was found to be bent at an angle and attached to the jugular vein. The surgeon provided more strain relief in the neck and straightened the nerve. The pt's generator was also replaced prophylactically.